Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a "dead" spot on the programmer screen. It was also found on analysis that the common mode/wrist electrode test was failed and the left antenna connection failed. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that half of the screen of the programmer does not function as expected when using the stylus. An attempt was made to re-calibrate the stylus but the issue was still present. It was advised that the programmer be returned for service. Current status is unknown. There was no patient involvement. It was further reported that the programmer was returned for service.